Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three hours after starting treatment with an ultrafilter u9000, "water on the floor" was observed. The reporter suspected the external fluid leak was from the ultrafilter. Reportedly the patient's blood pressure had dropped (no numerical values were provided. Treatment was discontinued and the blood was returned. "Symptomatic treatment" was provided and the patient's blood pressure recovered. The machine was transferred for continued hemodialysis. No additional information is available.